Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On april 25, 2018, it was reported that the device had an issue. On june 6, 2018, it was clarified that the issue occurred during surgery. There was no medical intervention or additional surgical procedure required. There was no harm or injury reported. The procedure was postponed a minimum of two days. Another device was not used to complete the surgery. The patient did not remain under anesthesia under the delay. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) for serial number 02626, noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated skin graft mesher serial number 02626 as documented in the repair reports. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated 2:1 ratio cutter serial number (B)(4) as documented in the repair reports. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated 3:1 ratio cutter serial number (B)(4) as documented in the repair reports. The device history record (DHR) for serial number 1409080 noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated 4:1 ratio cutter serial number 1409080 as documented in the repair reports. Product review of the skin graft mesher by medicrea on april 20, 2018 revealed that the device was in bad condition, junked and damaged. All the cutters were damaged and produced an incomplete mesh. The calibration was out specification on both the left and right sides. The carrier, side plates, comb and roller were all damaged. Repair of the skin graft mesher was performed by medicrea on april 23, 2018 which included replacement of the bottom roller, washer bearings, side plates, comb, shoulder bolts, comb, belleville washers, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the device had multiple issues. The root cause of the device having an issue cannot be specifically determined with the provided information since it is unknown what exact issue the customer was having. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that device was in a in bad condition junked and damaged. The comb was damaged. This occurred during surgery. There was no harm/injury to the patient or operator. The procedure was postponed to minimum after two days. There was no patient under anesthesia. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was in a bad condition - junked and damaged including the comb. It was identified during maintenance. No adverse events have been reported as a result of this malfunction.